Event description:
The pt presented with a popliteal artery aneurysm. A gore viabahn endoprosthesis was successfully placed in the targeted zone. The physician initiated the deployment system. The physician began to experience of increased resistance of the deployment line. The graft deployed approx 2-3 cm when it appeared that the graft and the guidewire crinkled in the aneurism sac. The physician was unable to remove the graft through the sheath. The physician converted to pt to surgically remove the graft and repair the aneurysm using an eptfe graft. The pt's status was good following the procedure.

Manufacturer narrative:
H3: device return is anticipated, but has not been returned. Specimen analysis will begin upon the specimens's return. H6: a review of the mfg paperwork has been conducted. H6: the review of the mfg paperwork verified that this lot met all pre-release specifications. This investigation is presently in progress.